Event description:
My son tested positive with a bd veritor antigen test. We reported the results and began to isolate my (B)(6) son. Honestly, we were shocked because he is in school with a mask, plexiglass and 6 foot distance. He had had zero indoor or unmasked interaction with anyone outside our home in weeks. Frankly, he shouldn't have even been traced as he wasn't close to this child either. Our family tested and we were all negative. We decided to confirm with a pcr as it is more accurate and he was completely asymptomatic. The pcr came back negative. We were told by the doh that the expectation was to remain quarantined for 2 weeks. I am upset that I am expected to isolate my (B)(6) and quarantine my family based on a test that is not considered reliable. Additionally, my (B)(6) is unable to attend school as are at least 13 other children. (All the children on the team are quarantined as are other children in my son's class.) If the pcr is the gold standard, I implore you to work to make the rapid tests more accurate. My family is concerned that the information is unclear and we are basing a decision to isolate our (B)(6) child based on a test that is deemed inaccurate. There are unintended consequences of isolating a young child and there should be concerns about basing that decision on an unreliable test. We understand the concerns to public safety and have been acting responsibly as a family. Also of note, the child who he was exposed to was also misdiagnosed with a rapid test. Initially, he presented with a fever and clinical signs but received a negative rapid test. He returned to school and exposed children prior to his pcr result returning as positive. His class is also quarantined. We would like for you to be aware that there are children who are being affected by inaccurate testing and understand the real consequences that we have experienced. If the test is as unreliable as we have experienced, perhaps it is time to change the protocols of testing. He is a child who should not be expected to be isolated in his home based on a test that is inaccurate. There should be agreement between 2 tests taken less than 24 hours apart. The guidance should be clearer about how to ensure accurate results. FDA safety report ID# (B)(4).